Event description:
It was reported during a ptca/stent procedure while removing the guide wire the tip was found to be stretched. The entire guide wire was successfully removed. This event is being reported based upon the investigative analysis results.